Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 465mg/dl. The customer stated they felt weird. Customer declined to troubleshoot for high readings. Customer was advised to acquire back up plan to treat. The product will not be returned for analysis.